Event description:
During impaction, the ceramic liner popped out and soft tissue was detected. The surgeon tried again but the liner did not sit well inside hence, the surgeon exchanged the product with a poly-liner. The surgery was extended for 20 minutes.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and / or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).